Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample of a fenestrated tracheostomy tube part number 8dfen was received for evaluation, lot number of the tube is 12j0244jzx. The received components are one outer cannula and one size 8 disposable inner cannula. An inflation/deflation test was performed; a syringe with 15cc of air was applied to the cuff and it was observed that the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cut which was measured 0.1210 inches. The failure mode cut in cuff was confirmed. All manufacturing controls were found effective to detect the reported failure mode. A tear and cut of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The tear and cut condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Event description:
On (B)(6), 2014 a patient in the intensive care unit (ICU) was intubated with a tracheal tube. Upon starting the weaning procedure, on (B)(6), 2014 the staff heard a bubbling noise. The physician was required to change the cannula due to a leak in the cuff. The physician reported to have placed a thick layer of (B)(6) on the replacement cuff and gently proceeded to intubate the patient. The patient was successfully intubated without harm. The physician reported to be uncertain if the patient has abnormal tracheal rings.